Event description:
Medtronic received info that immediately after cardio-pulmonary bypass was initiated, this oxygenator's pre-membrane pressure increased to 700mmhg. At the time of the increase in pressure, the pt's temperature was 35 degrees celsius, act values were above 450 with a hematocrit of 30%. Further pt details noted the circuit was primed with hydroxyethyl starch rl, body fluid, and 25mg of heparin. Visual inspection of the circuit did not identify a mechanical obstruction and the post-membrane pressure was normal. The pt was warmed to 36 degrees celsius and the oxygenator was removed and replaced. The customer expressed concern related to the performance of this device. The oxygenator will be returned for analysis.

Manufacturer narrative:
Eval results: - device history review found the product met specifications when released for distribution. Conclusions - cause of event cannot be determined. Analysis: as of today, the device has not been returned for analysis. However, a review of the device history records revealed the product met specifications when released for distribution. When the device is received, a thorough eval will be performed. Conclusion: the device has not been returned for analysis results, a follow-up report will be provided to the FDA.